Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2024, it was reported that the patient experienced an adverse event which occurred an unknown day after the sensor had been inserted (no information about the insertion site). The patient was hospitalized as the cgm ¿didn´t worked¿. The patient declined to provide further information about the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.